Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Metrorrhagia [metrorrhagia]. Asthenia [asthenia]. Visual disorder [visual disturbance]. Dermatological disorders [skin disorder]. Depression [depression]. Dyspareunia [dyspareunia]. Joint and muscle pain [arthromyalgia]. Case narrative: this spontaneous case describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), visual impairment ("visual disorder"), skin disorder ("dermatological disorders"), depression ("depression"), dyspareunia ("dyspareunia") and arthralgia ("joint and muscle pain"). The patient was treated with surgery (to remove essure). Essure was removed. No causality assessment was received for essure with regard to abdominal pain, intermenstrual bleeding, asthenia, visual impairment, skin disorder, dyspareunia, depression or arthralgia. The reporter commented: as a reminder, essure inserts were permanently withdrawn from the market in france in 2017 because of numerous adverse effects reported from 2010, including abdominal pain, metrorrhagia, asthenia, visual and dermatological disorders, depression. In france, from 2006 to 2018, 22,233 women underwent a procedure to remove essure, more than half of which (12,545, which is 56.4%) took place in the two years of 2017 and 2018 alone," reported the french national agency for the safety of medicines and health products (ansm) in 2020. The removals occurred 4 years after the device placement on average, according to the agency. At the first assessment, six weeks after removal, a complete resolution of all the symptoms was observed in 53% of cases. Complete resolution rates were 92% and 48% for dyspareunia and for joint and muscle pain, respectively. Asthenia and abdominal pain completely resolved in 26% and 50% of cases, respectively. Depression was associated with the lowest complete resolution rate (14%). At the 6-month assessment, the complete symptom resolution rate increased significantly to reach 74%. The complete resolution rate of menometrorrhagia was 100%. A complete resolution of joint and muscle pain was observed in 62% of cases, in 69% of cases for asthenia, and 82% of cases for abdominal pain. The complete resolution rate for weight gain at 6 months was 60%. Regarding depression, a complete resolution in 57% of cases was observed at 6 months, well above the 14% observed at 6 weeks. "We really see an evolution in complete resolution between the short 6-week postoperative period and the long 6-month postoperative period," insisted the speaker. In addition to the physical symptoms, patient satisfaction was assessed using a questionnaire at 6 months. Satisfaction with the surgery was 97%, and 96% of them recommended having the same procedure performed to a family member or close friend. In conclusion, physician indicated that clear information should be given to the patients, because while complete resolutions are observed in 75% of cases, there is still uncertainty about the link between the symptoms and the essure inserts, and therefore a possible risk of surgical failure. "However, it is important to reassure patients because, after removals, the symptom resolution rate continues to increase over time," he underlined. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-sep-2024: quality safety evaluation of ptc. 10-sep-2024: health authority reference number added. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain] metrorrhagia [metrorrhagia] asthenia [asthenia] visual disorder [visual disturbance] dermatological disorders [skin disorder] depression [depression] dyspareunia [dyspareunia] joint and muscle pain [arthromyalgia] case narrative: this spontaneous case describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), visual impairment ("visual disorder"), skin disorder ("dermatological disorders"), depression ("depression"), dyspareunia ("dyspareunia") and arthralgia ("joint and muscle pain"). The patient was treated with surgery (to remove essure). Essure was removed. No causality assessment was received for essure with regard to abdominal pain, intermenstrual bleeding, asthenia, visual impairment, skin disorder, dyspareunia, depression or arthralgia. At the first assessment, six weeks after removal, a complete resolution of all the symptoms was observed in 53% of cases. Complete resolution rates were 92% and 48% for dyspareunia and for joint and muscle pain, respectively. Asthenia and abdominal pain completely resolved in 26% and 50% of cases, respectively. Depression was associated with the lowest complete resolution rate (14%). At the 6-month assessment, the complete symptom resolution rate increased significantly to reach 74%. The complete resolution rate of menometrorrhagia was 100%. A complete resolution of joint and muscle pain was observed in 62% of cases, in 69% of cases for asthenia, and 82% of cases for abdominal pain. The complete resolution rate for weight gain at 6 months was 60%. Regarding depression, a complete resolution in 57% of cases was observed at 6 months, well above the 14% observed at 6 weeks. "We really see an evolution in complete resolution between the short 6-week postoperative period and the long 6-month postoperative period," insisted the speaker. In addition to the physical symptoms, patient satisfaction was assessed using a questionnaire at 6 months. Satisfaction with the surgery was 97%, and 96% of them recommended having the same procedure performed to a family member or close friend. The reporter commented: as a reminder, essure inserts were permanently withdrawn from the market in france in 2017 because of numerous adverse effects reported from 2010, including abdominal pain, metrorrhagia, asthenia, visual and dermatological disorders, depression. In france, from 2006 to 2018, 22,233 women underwent a procedure to remove essure, more than half of which (12,545, which is 56.4%) took place in the two years of 2017 and 2018 alone," reported the french national agency for the safety of medicines and health products (ansm) in 2020. The removals occurred 4 years after the device placement on average, according to the agency. In conclusion, physician indicated that clear information should be given to the patients, because while complete resolutions are observed in 75% of cases, there is still uncertainty about the link between the symptoms and the essure inserts, and therefore a possible risk of surgical failure. "However, it is important to reassure patients because, after removals, the symptom resolution rate continues to increase over time," he underlined. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.